Manufacturer narrative:
As reported, patient developed hematoma post usage of arista ah. Based on the information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Postoperative hematoma is a known inherent risk of surgery and adverse events as identified in the IFU included with the product. Note, the date of event ((B)(6) 2023) is provided as a best estimate based. This MDR represents the arista ah (patient/case #2). Additional mdrs were submitted to represent the arista ah (patient/case #1 and #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : used on patient.

Event description:
A surgeon reported that after using arista ah in 3 surgeries, patients presented with hematoma. It was reported that all the arista products were used approximately a few months ago on different patients. This MDR represents case/patient 2.